Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms had occurred. Blood glucose was 376 mg/dl. The customer had since reverted to using insulin injections for insulin therapy. During a system check, the customer had disconnected from the infusion set site and an occlusion occurred during a bolus delivery. At the time of the report, the customer's battery had fully depleted and troubleshooting could not continue to troubleshoot. Although attempts were made to follow up, the customer did not reply to the requests.